Event description:
A surgeon reported that 32 pts experienced diffuse lamellar keratitis (dlk) after hypermetropia correction surgery. Cortisone eye drops were administered 3 times daily for one week to all pts and three pts (6 eyes) received add'l oral cortisone. This is one of six vigilance reports associated being filed for this event. This report is for the pool of three unidentified pts that received add'l oral cortisone. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).